Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the patient report appear to match well with this finding. This is a final report.

Event description:
Patient hit her head and this has affected the hearing performance. Re-implantation took place on (B)(6) 2017.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Patient hit her head and this has affected the hearing performance. The patient will be seen again on (B)(6) 2017. Further plans regarding re-implantation are not fixed yet.